Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The breach in aseptic technique was described as due to "due to contamination from the patient". It was reported that the patient was not hospitalized for the event. Two days after the event diagnosis, the patient was treated with vancomycin (2 grams, intraperitoneal, once a week, ongoin) and cefepime (2 grams, intraperitoneal, daily, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.